Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. A partial lead in two pieces was returned for analysis. External insulation abrasion was noted at 4.8 cm to 5.6 cm from the distal tip, consistent with friction to another implantable device or feature of the heart. All other damage was sustained during procedure. The lead was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.